Manufacturer narrative:
Additional information received from clinical update. Event description updated.

Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. On the fourth postoperative day, the patient developed atrial fibrillation (af) without compromising hemodynamics and amiodarone was administered. The patient was also treated with warfarin for episodes of paroxysmal af, which the user attributed to the procedure and not to the valve. On the 7th post operative day, the patient was discharged.on (B)(6) 2018, the patient presented with exertional stenocardia (intermittent chest pain). On (B)(6) 2018, a cardiac catheterization was completed and no disease progression was noted in the coronary arteries. An echocardiogram observed normal prosthesis function, a mean pressure gradient of 21 and peak pressure gradient of 42mmhg. During cardiac catheterization, the patient experienced a spasm in the right coronary artery which caused angina. When the spasms resolved, the angina also resolved. Per report, the relationship of the valve to the event of coronary artery spasm is unknown. The device remains implanted. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of angina due to experiencing a spasm in the right coronary artery was reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that "when the spasms resolved, the angina also resolved". Per report, the patient has intermittent angina due to coronary artery spasm, the trifecta remains implanted and there is no evidence of a device malfunction that is likely to contribute to the event.

Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with exertional stenocardia (intermittent chest pain). On (B)(6) 2018, a cardiac catheterization was completed and no disease progression was noted in the coronary arteries. An echocardiogram observed normal prosthesis function, a mean pressure gradient of 21 and peak pressure gradient of 42mmhg. During cardiac catheterization, the patient experienced a spasm in the right coronary artery which caused angina. When the spasms resolved, the angina also resolved. Per site, the device relationship is unknown to this event and the device remains implanted. (Clinical study patient ID: (B)(6)).